Manufacturer narrative:
(B)(4). Patient demographics such as age, date of birth, gender, and weight were not provided by the customer. Any additional information received from the customer will be included in a follow-up report. (B)(4). The carefusion failure analysis lab was able to evaluate the suspect device. The reported problem was duplicated and isolated to a bad xdcr (tansducer) on the main pcba (printed circuit board assembly).

Event description:
The customer reported xdcr (transducer) fault that could not calibrate while using the vela ventilator. Carefusion (cfn) technical support issue an RMA (return material authorization) for the suspect device sent to cfn failure analysis lab. The customer reported the complaint was during patient use. The customer reported the rt (respiratory therapist) traded the suspect device for a known working ventilator, and no harm concluded. At this time, there are no known reports of patient allegation of harm or injury associated with this event.